Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s catheter had dislodged. It was noted ¿the port became dislodged¿ back in february 2014 and both the drug and cerebrospinal fluid (csf) were leaking into the tissues. It was further reported the pump and catheter had since been resolved as far as the reporter knew. It was unknown what drug the pump was being used to deliver. Additional information received reported the pump was being used to deliver morphine and the start date was (B)(6) 2014 with an end date of (B)(6) 2014. It was noted the pump was also being used to deliver marcaine, but the start and end date were not provided. It was also reported the patient was experiencing nausea and weakness in legs. It was noted the issue with the catheter was failure to aspirate and the location of the catheter issue was unknown. The catheter issue was identified by a ¿cathetergram.¿ it was unknown if surgical intervention occurred or if catheter segments were left in the intrathecal space. It was reported the patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).